Event description:
The pump was alarming. The patient started hearing the alarm every hour after the pump was implanted, but they didn¿t see any reason for it on the programmer. On reading the pump logs, they found multiple motor stalls and recoveries prior to implant. The alarm that was occurring was a pending alarm. The most recent were on (B)(6) 2014 with a recovery on (B)(6) 2014 as well as on (B)(6) 2014. All of the stalls and recoveries were prior to implant. The cause of the stalls was unknown. The pump had sterile water in it at the time of the stalls. At implant, the pump was filled with morphine. The reporter was certain that the pump was functioning normally as the patient was getting good relief from the pump. The pump alarm was silenced by the reporter. The patient had no symptoms related to the event. On (B)(6) 2014, it was reported that the patient had 80% improvement of pain at low dosing. The patient was having excellent results with the pump after one week of therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).